Event description:
Information was received from a consumer and a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was pain. It was reported that the patient¿s first pump was protruding from the pocket/exposed and it was infected, so the pump was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that they needed assistance to pair their communicator and handset. The patient stated they had been in pain in the last few days and stated they got 8 boluses a day. The patient stated they had a drain and the drain would be removed tomorrow, they had 14 staples and 12 staples and they would be removed tomorrow. The patient stated they had intravenous antibiotics that had to be changed every 24 hrs. The patient stated they got relief from the pump but had had a lot problems since getting mdt pump. The patient stated they were thinking about speaking with a lawyer about all the infection. The patient stated mdt should sent 2 cords to charge each external device. The patient stated she didn't understand why they needed two devices. The patient stated there needed to be a better and fast way of charging the devices. The agent assisted patient with pairing devices and patient was able to deliver bolus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.